Event description:
It was reported that the patient underwent a spinal procedure for stenosis at l4-l5 using posterior fixation. Two break-off set screws could not be twisted off during the procedure. The surgeon had to replace the pedicle screw and place a new set screw to complete the procedure. No patient complications were reported.

Manufacturer narrative:
Device was not returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications. In addition, this part is not approved for use in the united states; however, a like device catalog # 7540000, was cleared in the united states.